Event description:
It was reported that the patient had the artificial urinary sphincter removed on an unknown date for unspecified reasons. A new artificial urinary sphincter was implanted later on (B)(6) 2019. Boston scientific has been unable to obtain additional information regarding the circumstances.